Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6). There were no other similar complaints identified during the searched period. The st aia-pack ca27.29 analyte application manual states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Clinical performance studies examination of the confidence intervals indicates that the stated normal cutoff for the reference method of 37.7 u/ml is contained within each interval obtained with aia-pack 27.29. This indicates that in healthy groups, the distribution of normal with the aia-pack 27.29 and the reference method are equivalent at the 99th order statistic and an upper cutoff of 37.7 u/ml is justified for aia-pack 27.29. Specimen collection and handling: serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives (red top tube). Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25°c) and mix gently. St aia-pack 27.29 assay requires a 1:21 dilution of the serum with 27.29 sample diluting solution prior to analysis. Diluted serum or plasma should be used within 24 hours and should not be stored. The sample required for analysis is 20 ul of diluted serum or heparinized plasma (1:21). The most probable cause of the reported event is unknown.

Event description:
Tosoh became aware that during a second proficiency testing performance with survey samples, the customer failed the ca27.29 analytes on the aia-360 instrument. The customer provided api survey samples results as follow: (B)(6). The customer reported that the quality controls were within acceptable ranges, and also other analytes run on the same sample were in range. Tosoh technical support specialist (tss) advised the customer to perform precision test for 27.29 using mac controls. The customer is doing manual dilutions of 27.29. The customer followed up to report that the api sample run was repeated and the result is now in acceptable range. The customer also performed 10 replicate precision study and run completed with acceptable result; cv was within range at 4.4.